Event description:
The customer reported that the device would not open after 11 activations while on tissue. The surgeon used a monopolar diathermy and a clamp was to loosen the tissue from the jaws of the device. There was no tissue damage or injury to the patient.

Manufacturer narrative:
(B)(4). The jaws of the incident device were not stuck shut. They opened and closed normally when the handle was activated. Covidien was unable to confirm the customer's report. The IFU for this device states that if the jaws are not cleaned as instructed, eschar can build up and cause the jaws to stick to the sealed tissue. This can lead to difficulty in opening and closing the device. Keep the jaws of the instrument clean at all times and clean the instrument more often when working in a bloody field. If consistent sticking is encountered, reduce the bar setting. Do not re-use or reprocess the device as this can damage the surface fo the jaws and lead to improper performance.